Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30073888m number, and no non-conformances were found during the review. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a ¿clot¿ issue occurred. It was reported that a clot was encountered on the thermocool® smart touch¿ bi-directional navigation catheter during the procedure. No patient consequences were reported. The issue of clot formation on the catheter has been assessed as an MDR reportable malfunction.